Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report#: 2134265-2009-01036, 01037, 01051. Clinical trial. It was reported that 1250 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a myocardial infarction. The index procedure treated one target lesion in the mid rca (right coronary artery) with 80% stenosis and measuring 4x25mm. The target lesion was treated with predilation, placement of a 4.0x32mm taxus liberte study stent, and post dilation resulting in 0% residual stenosis. A non-target lesion of the 99% stenosed, 2.5x40mm proximal cx (circumflex) was also treated during this procedure. Treatment of the non-target lesion consisted of placement of three taxus express2 drug eluting stents (2.5x24mm, 2.75x32mm, and 3.0x20mm). Prior to discharge, the patient developed atrial flutter and was successfully treated with ablation results in restoration of normal sinus rhythm. The patient was discharged three days post procedure on asa and plavix. On day 1249 the patient developed sudden onset shortness of breath and was taken to the study site. Treatment consisted of intubation and intravenous zosyn and vancomycin. The patient was stabilized and thought to have right middle lobe pneumonia and was transferred to another hospital. At the second hospital troponin and ck levels peaked and an ECG showed right bundle branch block and junctional versus sinus rhythm. The patient was diagnosed with a non-q wave myocardial infarction. It was also noted that the myocardial infarction likely caused the etiology of the respiratory failure leading to intubation. The patient's condition improved and he was discharged on day 1253 with out residual effects. The investigator assessed the relationship of this event to the study device as unknown.